Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stapling of the renal artery in a laparoscopic donor nephrectomy procedure, after completing the firing, the surgeon opened the stapler but the staple line was stuck in the cartridge. The surgeon had to use a different device to tease the tissue away from the cartridge. The staple line had fully formed staples and the staple line was not compromised. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.